Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol had a scratch on the optic. The iol was removed and replaced during the same procedure. The patient is currently stable. Additional information was provided that the patient presented with corneal edema on the second postoperative day.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution. The optic is torn/split-cut and scratched/marked-rejectable. There are long fibers adhered to the optic with solution. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint is lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).